Event description:
Olympus was informed that there was a poor image during an unidentified procedure which resulted in no image. The patient was said to have been transported to a different room.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the reported phenomenon occurred during a diagnostic colonoscopy procedure when the subject device was approaching the cecum in which the image turned progressively worse with lines followed by the image turned completely white with no image. The users reportedly switched to a different endoscope but the image issues persisted. The users eventually decided to power down the equipment and transported the patient to a different procedure room in which the procedure was completed with no patient injury reported. The user facility reported that the image issue occurred on an intermittent basis. The device referenced in this report was returned to olympus for evaluation. The evaluation did not confirm the user's report. The light intensity was found normal and the referenced device was found with a non-olympus lamp which had accumulated less than 50 hours of usages. The referenced device was evaluated extensively with no image issues observed. The exact cause of the reported phenomenon could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.